Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was at 10% at the start of the load process and then increased to 90%. There was no reported impact to the customer's blood glucose level. It was indicated that the current pump would continue to be used for diabetes management.